Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation is a non-healthcare professional. (B)(4).

Event description:
Patient received right primary attune tka to treat pain and severe osteoarthritis. The patella was resurfaced, and depuy cement x 2 was utilized. The procedure was completed without reported complications. Records indicate the patient received a right revision due to aseptic loosening of the tibial tray. Intraoperative notes confirm the tibial tray was loose at the cement to implant interface. The patella and femoral component were not revised. There was no reported product problem with the explanted tibial insert. The patient was revised with depuy components utilizing unknown cement. There procedure was completed without reported complications. Doi: (B)(6) 2018; dor: (B)(6) 2019; right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.